Event description:
It was reported that during a gastric procedure the jaw has detached from the shears.

Manufacturer narrative:
(B)(4). Batch #: v9511e. The following information was requested, but unavailable: is the white tissue pad completely missing from the clamp arm of the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2022. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.